Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the deployment needle detached from the sensor applicator. Patient had stated that they did not pull up on the collar after deployment. No additional event or patient information is available. The complaint device was not returned for evaluation. The reported event cannot be confirmed. It should be noted that in the dexcom g4® platinum continuous glucose monitoring system user's guide states: keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger, and pull the collar back towards your thumb until you hear 2 clicks or cannot pull back any more. This leaves the sensor under your skin and removes the needle from your body.